Event description:
It was reported that; pt is experiencing pain since last year and irritation in the incision soon after the surgery. Pt stated that he got cortisone shots which seemed to help relieve some pain. The pt stated that the pain was in the back and after x-rays the doctor told him that the hip was sleeping. The doctor recommends revision. Hip implant has move since surgery.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional info pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should additional info become available, the eval summary will be submitted in a supplemental report.